Manufacturer narrative:
The insulin pump had a blank display and an unexpected constant audio alarm due to a faulty connector at the interface board. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It is reported that a customer has a constant tone on their insulin pump. The patient's blood glucose level was at 147 mg/dl. The customer stated that a battery change did not solve the problem. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.